Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2013 the patient underwent a total hip arthroplasty and was implanted with the lfit v40 femoral head. It is further alleged that after implantation of the lfit v40, she began to experience progressive pain and severe discomfort. It was later determined that the patient's hip was experiencing corrosion and that this was the cause of her pain.